Manufacturer narrative:
The eps and ultrasound device were returned to sonosite for further evaluation. The eps was still in functioning order and was able to charge a test battery without any issues observed. The ultrasound device and eps were both run through a functional acceptance tests (fat), which included current and electrical testing, and no relevant failures were observed. Therefore, the cause of the reported fire incident could not be determined. The customer did not return the damaged minidock as it is still functional and was not replaced under warranty. The customer was provided with a replacement eps and battery to resolve the reported issue. Customer unwilling to send device.

Event description:
The customer reported that their m-series minidock stand and external power supply (eps) caught fire at the point the eps connects to the stand. The device was not in use at the time and no patient or user was in the vicinity when the fire started. It is unknown if the device was plugged into an ac outlet at the time of the incident. The new york fire department was called to the scene but no injuries or bodily harm were reported to have occurred.